Event description:
It was reported while using bd microfine¿+ insulin syringes the needle was difficult to use. There was no report of patient impact. The following information was provided by the initial reporter: patient informs us that she uses the pen "berlipen areo 3". The pen needles would fit on the pen, but the pen can no longer be closed with the cannula plus inner green protective cap unintentionally still on. The inner protective cap gets wedged in the tip of the cap of the pen and could no longer be pulled out. Therefore, the protective cap of the pen was unusable.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported while using bd microfine¿+ insulin syringes the needle was difficult to use. There was no report of patient impact. The following information was provided by the initial reporter: patient informs us that she uses the pen "berlipen areo 3". The pen needles would fit on the pen, but the pen can no longer be closed with the cannula plus inner green protective cap unintentionally still on. The inner protective cap gets wedged in the tip of the cap of the pen and could no longer be pulled out. Therefore, the protective cap of the pen was unusable.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.